Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, or occlusion test due to partially broken retainer. All buttons function properly. Pump¿s history and trace files downloaded successfully using thump software and properly uploaded to carelink. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unit p-cap does not lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing o-ring, broken reservoir tube lip, partially broken retainer, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Unable to verify insulin flow block alarms due to partially broken retainer and missing o-ring. Alleged no communication between pump and transmitter not confirmed during testing. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, partially broken retainer ring, missing o-ring, broken reservoir tube lip, and cracked case on the battery tube side was noted. Retainer ring damage confirmed. Audio/vibrate/absence of alarm anomaly not confirmed during testing or in the pump history/trace files. Unresponsive keypad was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unresponsive buttons, and the top of the reservoir chamber was damaged. The customer received no unexplained delivery alarm, the alarm was not as loud, and continuous glucose monitoring lost connection. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-332a, mmt-1884, mmt-864a, and mmt-7040a. Troubleshooting was not performed for the keypad anomaly, cosmetic damage, insulin flow blocked alarm, vibrate anomaly, and loss of communication. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-864a. No product return is required for mmt-7040a.